Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture and breast pain was reviewed on (B)(6) 2025. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Breast pain: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted, replaced, and will not be returned. A capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.4.

Event description:
Healthcare professional reported a left side rupture confirmed by MRI. Device remains implanted.